Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during preparation to treat an atrial fibrillation (a fib) presented a damaged dilator with a traumatic shape noted. The faradrive sheath was opened to be flushed and prepared. The physician noticed the dilator tip being flattened with the excess material on it and was not comfortable using it on the patient because of that. The sheath was replaced, and the procedure was completed without patient complications. The device was disposed.